Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed after the patient was already out of the ep lab and into the holding area. There were no visible signs on the patient while there were in the lab. A drop of blood pressure was noticed after being moved to the holding area. The pericardial effusion was discovered by ultrasound and confirmed by eco. The medical intervention provided was a pericardiocentesis and it is unknown how much fluid was removed. The patient was reported to be in stable condition and now has been released to go back home. The event was noticed after use as they were finishing the procedure, after ablation. They checked imaging via the soundstar catheter. Physician thinks the event happened during the transseptal and was caused by too anterior of a stick or sheath interaction. The patient had fully recovered after the extended stay; however, the duration was unknown. Transseptal device is unknown. There was no evidence of a steam pop. Standard flow rate settings were used. No error messages were observed on biosense webster equipment during the procedure. Dashboard, vector and visitag were used for force visualization. Visitag settings were 3 mm tags and distance tool. Color was set per impedance drop at 5-10 ohms.